Event description:
It was reported that while in ICU, md inserted sheath via right femoral artery. Clinician connected on-way valve to male luer on short driveline attached to iab. Iab was removed from tray after a very slow aspiration of a full syringe of air. Iab unwrapped; nevertheless, md tried to insert iab through sheath. Md could not advance iab through sheath. Md removed iab from sheath & requested another iab. Sheath remained in pt & will be used with the second iab. Refer to medwatch 1219856-2007-00259 for second incident involving same pt.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.